Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on bus. A field service engineer removed the drawer from the main station chassis and inspected the rear drawer components. A medication pocket was found that obstructing the lid from opening due to packaging wedged between the lid and the side of the pocket. By tapping the pocket against the countertop, the medication was free. The pocket was then reinstalled in its original position, and all rear drawer cable connections were reset. The drawer was reinserted into the main station chassis, the pyxis bus cable reconnected, and the station successfully restarted. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a device was not detected on bus. The customer stated that the malfunction occurred while user tried to issue medication to a patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.